Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Pump supplies were changed to address the issue. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. While performing a supply change, insulin was not observed to be dripping out of the cartridge tubing during the load fill tubing sequence. Reportedly, the issue continued to occur across multiple cartridges. Customer's blood glucose level was 383 mg/dl. The customer reverted to manual injections for insulin therapy.